Manufacturer narrative:
Citation: l. H. De castro-afonso, g. S. Nakiri, r. S. Oliveira, et al. "Curative embolization of pediatric intracranial arteriovenous malformations using onyx: the role of new embolization techniques on patient outcomes." Neuroradiology (2016) 58:585¿594. Doi 10.1 007/s00234-016-1666-1. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use and the event cause was unknown. Information received from the same report as MFR: 2029214-2016-00500 2029214-2016-00501.

Event description:
Medtronic received information through literature review that a ventricular hemorrhage occurred during embolization treatment of an intracranial avm with onyx. The hemorrhage was managed by immediate embolization using another manufacturer embolic agent followed by an external ventricular drainage. The patient was discharged after 10 days with ataxia and after 6 months she presented a significant function improvement with mild symptoms of vertigo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.